Manufacturer narrative:
The device was received for evaluation. The returned sample was connected with an unknown product. Visual inspection did not identify any abnormalities to the returned baxter product. Slit has been observed at the septum of both interlink y-sites. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of interlink was damaged/collapsed. This was noted during use. There was no patient injury or medical intervention associated with this event. No additional information is available.